Event description:
The report from the study indicated that, approximately nine months after the index procedure, during the follow-up period one area of stent fracture was identified between the second and third cypher stent in the area of their overlap. The cypher stents identified were two (2) cypher 2.5 x 28 mm stents. There was no reported restenosis or flow limitations noted due to the reported stent fracture. The problem was noted by angiography, no ivus was done. The patient was asymptomatic. No additional intervention was done due to the reported problem. There was no problem noted with the other cypher stents implanted during the index procedure.

Manufacturer narrative:
The target lesion for the index procedure was the distal right coronary artery (rca). The lesion was reported to be: de novo, 20 mm in length, vessel diameter of 2.5 mm, a 100% occlusion, and type c. A total of six (6) cypher stents were implanted in overlapping fashion: three (3) cypher 2.5 x 28 mm stents (stents #1, #2, and #3), two (2) cypher 3.0 x 33 mm (stents #4 and #5), and a cypher 3.0 x 18mm stent (stent #6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2006-00573, and # 3003742446-2006-00574.